Manufacturer narrative:
Correction: event date, lot number, UDI and device manufacture date updated to proper value. The suspected passive planar probe was returned to the manufacturer for analysis. Analysis found that tip of the returned probe was visibly bent. Detected high divot error due to the bent tip. Analysis found that the reported event was related to a physical damage. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. Lot no., UDI and manufacture date not available for this system at time of filing. The planar passive ball was returned to the manufacturer for analysis. Analysis found that the tip of the returned probe was visibly bent. With markers attached and fully seated, the probe returned a high divot error due to the bent tip. Analysis found that the reported event was related to physical damage.

Event description:
Medtronic received information regarding an imaging device being used in a procedure. The issue was noted intra-perioperatively and had no impact on patient outcome. There was no reported delay in surgery. It was reported that the probe tip was bent.